Event description:
Health care professional that a patient has a "stalled pump." No catheter was returned. The device was explanted and returned to the MFR for analysis. A follow up report will be sent when additional information is received.

Event description:
Hcp reported that a pt had a "stalled pump." No catheter was returned. The device was explanted and returned to the MFR for analysis. A f/u report will be sent when additional info is rec'd.